Event description:
During vessel dilator insertion, the dilator allegedly fractured. On withdrawal approximately 2 cm remained within the pt, and has been located near the base of the left lung.

Manufacturer narrative:
Gish biomedical confirmed the fracture and forwarded the vessel dilator to the OEM MFR for eval. Their investigation concluded that the unit was brittle, no similar event or report has been rec'd, and it may be associated with adverse storage conditions. The OEM MFR could not specify what adverse conditions could lead to such an effect. There have been no other reports, either prior or since, rec'd for this component.